Event description:
A physician reported that after implantation of an intraocular lens (iol) the lens was unusually stuck in a folded condition for a longer period after it started to unfold there was a stretch mark in the middle. The surgery was completed but reserving the chance of explantation and re-implant with new lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3, h.6 and h.10. The provided photo shows a video screen displaying an image of the lens in the eye. What appears to be a linear mark is observed near the center of the optic. We are unable to make a determination from the photo. The account indicated the use of a qualified cartridge and viscoelastic. The associated handpiece was not provided. It is unknown if a qualified handpiece was used. Based on our observation of the attached photo, the lens appears to have a linear mark/scratch. The product was not returned to evaluate. It is difficult to make a final determination without evaluation of the physical sample. The manufacturer internal reference number is: (B)(4).